Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b3 (inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the plastic distal end insulation had a value of 0.5 ohms and the insertion tube insulation was at 4 ohms. The up and down angulation was out of customer standard and plastic distal end cover was dented. The charge coupled device lens had peeling on the cement and the light guide lens was chipped. The bending section rubber glue was cracked and the insertion tube was wrinkled at 1 meter and 20 cm and crushed between 30 cm and 40 cm. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii gastrointestinal videoscope had tissue in the scope after it was reprocessed. The issue was found during inspection for use for a therapeutic procedure and it was completed with another device. There were no reports harm associated with the event.